Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb was further evaluated in the failure analysis center. The cause of the reported issue was determined to be that a filter, designator fl29 separated from the therapy pcb assembly. This caused the event codes and the caused the positive portion of the biphasic waveform to be missing.

Event description:
The customer (hospital biomed) reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation of the device, it was observed that the device was only able to deliver a portion of the biphasic defibrillation waveform. This would impact the level of defibrillation energy that the device could deliver. There was no patient use associated with the reported issue.